Event description:
Reference MDR #1219856-2010-00408 for the first event involving the same patient. It was reported that according to rn, on the second attempt a super arrow-flex (saf) sheath was inserted over the existing spring wire guide (swg). As the md was advancing the intra-aortic balloon (iab) through the saf sheath the catheter began to get stuck in the saf sheath again. The iab was backed out, "a bulging was noted at the proximal end of the membrane." The sheath was exchanged (over the same swg) for the polyurethane sheath and the same iab catheter was inserted without difficulty. There was no reported patient death or injury. There was no reported medical/surgical intervention required. There were no reported patient complications. The patient's outcome is "no harm to patient, patient currently on pump." The rn stated that the doctor did not feel that the patient anatomy contributed to the difficulty. There was a moderate delay in therapy because of the two insertions.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. (B)(4).